Event description:
It was reported the pump started flipping within a month of implant and the patient was not getting pain relief with the pump. The patient indicated that ever since they had the pump put in they have had trouble. The patient noted the health care provider (hcp) attempted to run saline solution and could not get anything to go through the catheter. The medication was going down, so it was believed that it had "been going into my subcutaneous tissue." The catheter had a hole in it and was twisted up and looked like a "slinky." The pump was replaced. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).